Manufacturer narrative:
Other applicable components are: product ID 3389-40 lot# unknown implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type lead. Investigation activities determined the provided lot number valfgyy was incorrect. Additional information from the hcp indicated the actual lot number was unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Section 'device' information references the main component of the system, and other applicable components are: product ID: neu_stylet_acc, serial# unknown, product type: accessory; product ID: neu_stylet_acc, serial# unknown, product type: accessory; product ID: 3389-40, lot# valfgyy, implanted: (B)(6) 2018, product type: lead; product ID: 3389-40, lot# va1q5lk, product type: lead. Fdc, fdr, and fdm codes are related to (B)(4), leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the bent leads was unknown. It was determined that the patient was not willing to undergo a secondary surgery. No further complications were reported as a result of this event.

Manufacturer narrative:
H3: analysis of the lead (lot no. Valfgyy) found the lead tip was bent at the distal end. Analysis of the lead (lot no. Va1q5lk) found there were suspected bodily fluids in the lead, however no performance impact. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the patient gave up the deep brain stimulation (dbs) implantation operation.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, serial#: unknown, product type: accessory. Product ID: neu_stylet_acc, serial#: unknown, product type: accessory. Product ID: 3389-40, lot#: valfgyy, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3389-40, lot#: va1q5lk, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), product ID: 3389-40, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported the tips of two leads were bent. The patient was currently in the hospital waiting for surgery. Effective measures were being taken. The patient was in good condition. No further complications were reported as a result of this event.